Manufacturer narrative:
The controller ac adapter was returned for evaluation. Failure analysis of the returned device revealed that the controller ac adapter passed visual examination and functional testing. The device was able to adequately provide power to a test controller. As a result, the reported event could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient¿s controller ac adapter did not provide power to the controller after having been dropped. The event was not associated with any controller alarms or pump stop events. The event did not require medical intervention. The controller ac adapter was exchanged. No patient complications have been reported as a result of this event. On (B)(6) 2018 it was reported that a patient¿s controller ac adapter did not provide power to the controller after having been dropped. The event was not associated with any controller alarms or pump stop events. The controller ac adapter was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient¿s ac adapter did not provide power to the controller after having been dropped. The event was not associated with any controller alarms or pump stop events. The event was also not associated with any patient consequence and did not require medical intervention. The ac adapter was exchanged with no reported patient consequence. The site has returned the ac adapter to the manufacturer.